Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 52 mg/dl after unintentionally entering multiple meal announcements. The user was treated with oral carbohydrates at the hospital and discharged the same day. The user confirmed bg had returned to normal range after discharge.

Manufacturer narrative:
It was reported that the user experienced a hypoglycemic event with a bg of 52 mg/dl caused by multiple overlapping meal announcements. The user was treated with oral glucose at corwell hospital and discharged the same day. No device malfunction has been confirmed, and the device was not returned. Investigation is ongoing, and a supplemental report will be submitted if additional findings are available.